Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin casing was damaged and that the reservoir could not be properly loaded. The insulin pump had also alarmed for no delivery. No blood glucose reading was given. Nothing further was reported.